Event description:
Per provider shuts off after 15 mins. Dealer advised unit alarming and then shutting down. End user had moved unit to another room and other outlets. Changed tubing and cleaned filters and still having same issue. No injury. Dealer could not provide any further information.